Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced a skin reaction to itching, burning, rash, redness, inflammation, pimples, blisters, scar, drainage, and infection extended beyond the patch perimeter, which occurred three days after the sensor had been inserted in the arm. The patient reported that he experienced a severe skin reaction and infection. The patient consulted a healthcare provider because of the skin reaction and there was a prescription made for a hydrocortisone cream and antibiotics (no confirmation of the administration route). The patient also used for treatment a hydrocortisone cream (otc). At the time of contact, it was indicated that the patient was still having a scar. No additional event or patient information is available.